Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-nov-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device drawer jammed. The field service engineer (fse) worked remotely and over the phone, checked the connections, and confirmed that no medications were present in the back of the drawer. The fse ran diagnostics and found a latch sensor issue. The engineer then replaced the latch sensor on matrix auxiliary drawer 7 and tested it to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer jammed. User tried to reboot and recover. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.